Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery with heavy calcification. After placing two unspecified stents in the distal and mid lad, a 3.5x38mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion. An unspecified guide catheter was noted to be sliding and the guide catheter pushed the sds toward the artery. The sds was quickly pulled back and the stent dislodged due to resistance with the anatomy. The stent remained on the guide wire. The sds and guide catheter were withdrawn from the patient anatomy and an 8 french guide catheter was inserted. A snare was advanced and successfully retrieved the stent. The guide catheter, snared stent and guide wire were withdrawn as a single unit from the patient anatomy. The physician decided not to treat the proximal lad and continued to treat lesions in other vessels. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.